Manufacturer narrative:
H6: corrected health effect, component, and investigations clinical codes.

Event description:
As reported by legal, approximately 5.5 years post op the initial tka, this female patient was revised. Patient's revising surgeon found "extensive soft tissue damage throughout the knee joint due to osteolysis. Very extensive bone loss tibia later plateau-- uncontained defect about the size of a golf ball. The medial defect was about the size of two english peas". Her surgeon further noted, "poly had significant wear along the posterior post and the medial an lateral inner bearing surface." Patient's surgeon used a competitors cone to create a stable lateral plateau and packed autograft bone into the defect lateral as well. No device return anticipated due to this being a legal case.

Manufacturer narrative:
Pending evaluation.